Manufacturer narrative:
D4 - primary UDI number: corrected. D3 - postal code: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Leak test was performed and it was noted that there was a leakage on the corner of the internal bag. Upon further inspection, it was found that a pinch like damage was observed. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the unintentional pinching of the bag during closure of the front panel of the cassette during use.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated during liquid filling, and leakage occurs at the connector and tube section. Leaks that could potentially expose patient and/or clinician to blood or drug. The event occurred during priming and there was no patient involvement.